Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during in-clinic test, the asymptomatic patient could not feel the implantable cardioverter defibrillator notifier. The test was done under rf telemetry. The patient would be monitored remotely.